Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross the lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. Furthermore, factors that may contribute to shaft separations during use include, but are not limited to, damage during manufacturing, materials, handling prior to and during the procedure, removal technique from the packaging, or an interaction with the patient anatomy and/or accessory devices. Based on the information provided, the lesion was moderately tortuous, moderately calcified and 90% stenosed, which likely contributed to the reported difficulties. Analysis of the returned sds noted blood visible on the hypotube and on the distal shaft, which is consistent with handling and advancement of the device within the body. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. Additionally, measurements of the entire tip length and the outer diameters of the stent implant were taken and all dimensions met manufacturing criteria. The analysis confirmed that the hypotube shaft, including the jacket material, was separated 18.7 inches distal to the strain relief tubing. There were multiple kinks/bends in the hypotube near and away from the separation. The fracture faces of the separation were ovaled, indicating that the hypotube likely bent or kinked prior to fracturing. Also, both ends of the separated jacket material were jagged and stretched, which is usually a result of tensile overload (material stress/fatigue). Since this damage was not reported as being noted during inspection prior to use, this suggests that the damage to the shaft occurred during or after the procedure. If resistance is encountered during attempts to cross the tortuous and calcified lesion, this can cause the shaft to kink and separate as a result. Kinks or bends in the shaft can then lead to weakening of the shaft material such that subsequent application of force or further handling (kinking, straightening, kinking) can result in the eventual fracture of the hypotube. Overall, the failure to advance in conjunction with kink damage is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was also performed and did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and the returned product analysis, the reported failure to advance, kink damage and shaft separation appears to be related to circumstances of the procedure and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. Additionally, all products are 100% visually inspected online for kinks and a sampling of units is destructively tested to verify shaft integrity and tensile strength.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: sprinter. Guide wire: bmw. Guide cath: ebu. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that the lesion was in the right coronary artery (rca). Despite several attempts, the stent could not cross the lesion and the proximal end of the shaft also separated, another vision of the same size was used to complete the procedure. No patient effects were reported. No additional information was provided.